Event description:
It was reported that a patient passed away from ventricular fibrillation. The implantable cardioverter defibrillator delivered appropriate therapy; however, it did not convert the ventricular fibrillation rhythm.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.